Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This is for the single case of dislocation which specifies an additional failure of a broken o-ring. European musculo-skeletal oncology society meeting abstract "bayley walker proximal humeral reconstruction - the stanmore experience" reports complication in 7 patients due to dislocation. As reported: "of the seven dislocations, only one had resulted in breakage of the o-ring."